Event description:
There was no patient involved in this event. The red status indicator was flashing.

Manufacturer narrative:
The pad-pak was first installed on the 28th october 2010 and performed to specification, alongside random manual power ons, up to the 12th january 2014. Mulitple manual power ups of ten minutes duration were recorded between the (B)(4) 2014 and the final history log entry on the (B)(4) 2015. The battery became depleted on two occasions during this time and a further pad-pak was installed each time. Investigation found the reported fault can be attributed to membrane failure. The failure of the membrane caused the device to switch on and depleted the pad-pak on two occasions and resulting in the reported fault. The ten minute time outs would suggest a failing membrane.the pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.